Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this flexiva fiber underwent a thorough analysis. Visual analysis of the fiber noted the device was received in one piece. The exposed glass tip measured 3 mm and appeared degraded. There was no light present from the connector indicating that there was a fracture within the fiber connector. When the fiber was connected to the console a message was displayed indicating error 67 fiber expired. Connect new fiber and resume operation. It is likely that there was a fracture within the sma connector which can occur during procedural handling of the fiber during setup or use. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber would not deliver energy during procedure. The fiber was replaced to complete the procedure. There were no patient complications. Upon receipt a fiber break was noted.